Event description:
It was reported that 1 stopper on the bd plastipak¿ luer-lok¿ syringe plunger had defective stopper issues. The following information was provided by the initial reporter, translated from portuguese to english: "black rubber inside the plunger was flattened, dented after using the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 1 stopper on the bd plastipak¿ luer-lok¿ syringe plunger had defective stopper issues. The following information was provided by the initial reporter, translated from portuguese to english: "black rubber inside the plunger was flattened, dented after using the syringe."

Event description:
It was reported that 1 stopper on the bd plastipak¿ luer-lok¿ syringe plunger had defective stopper issues. The following information was provided by the initial reporter, translated from portuguese to english: "black rubber inside the plunger was flattened, dented after using the syringe."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.